Event description:
It was reported that a shaft fracture occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in a stented segment of the superficial femoral artery (sfa). After three passes with blades up and down, the catheter was no longer functioning. It was attempted to perform the rex function, which also did not work. Once it was removed through the sheath, it was noticed that the outer catheter shaft had fractured. There were no patient complications reported, and the procedure was completed with an alternate method.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling to the sheath distal to the burst. The device showed a burst infusion sheath 20.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the infusion sheath burst and buckling.

Event description:
It was reported that a shaft fracture occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in a stented segment of the superficial femoral artery (sfa). After three passes with blades up and down, the catheter was no longer functioning. It was attempted to perform the rex function, which also did not work. Once it was removed through the sheath, it was noticed that the outer catheter shaft had fractured. There were no patient complications reported, and the procedure was completed with an alternate method.